Event description:
It was reported on (B)(6) 2012 that the physician's wand would not always communicate with the patient's vns. Sometimes the patient had to be sent home due to the fact that there was no communication possible. It was believed to be due to a problem with the wand but since the patient has not been confirmed to be able to be interrogated, it is unknown if the failure to communicate is due to the wand or the patient's generator. Good faith attempts for further information from the physician have been unsuccessful to date.